Event description:
The manufacturer received information alleging a ventilator was continuously alarming. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required code was found in the ventilator's downloaded error log. The device's system board will be replaced to address the issue. Device has been evaluated but not yet repaired.